Event description:
It was reported that while using bd phoenix¿ ap there were contamination issues. "Arrived on site at quest diagnostics to perform repair on ap0641 for contamination issues. Cleaned contamination from instrument, verified components were free from debris/contamination."

Manufacturer narrative:
Investigation summary: the complaint of "broken clamp, affecting operation of instrument" was received against instrument phoenix ap material number: 448010, batch number: (B)(6). A bd field service engineer (fse) was dispatched. The fse was cleaned the contamination from instrument, replaced all the consumables and repaired tubing clip on interior of instrument, thus the issue was resolved. Instrument was found to be operational and released to the customer for regular use. This complaint is a confirmed failure of the bd product. The root cause was unable to be determined as no materials were received for investigation. Device history record review for the instrument (B)(6), is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using bd phoenix¿ ap there were contamination issues. "Arrived on site at quest diagnostics to perform repair on ap0641 for contamination issues. Cleaned contamination from instrument, verified components were free from debris/contamination."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.